Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation, customer will not release. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported by the sales rep that during a laparoscopic gastric bypass procedure, the device would not open and became stuck on the tissue. The surgeon was able to push the knife forward using a (B)(4) clamp and then used the knife reverse button which retracted the knife. The problem occurred towards the end of the case and another device was not needed to complete the procedure. There was no adverse consequence to the patient. One device will be returned. On what tissue type was the device used? Bowel at what location on the tissue? Small bowel. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? 8th or 9th. If echelon, during which stroke did the event occur? 4th. What color cartridge was being used? Asku. What other color cartridges were used before and after this event? Asku. Was buttressing material utilized? No if so, which product? Was the instrument fired across or near an existing staple line or clip? Yes, clip. Were any unexpected noises heard? If so, when? Asku. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Asku. Was there any difficulty removing the device from the tissue? Yes. Is there any other additional information you would like to share about this device or procedure? No.